Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was failed to stay closed. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 6 had failed to stay closed. A field service engineer (fse) arrived at the station, pulled it from the wall, and removed the back panel to inspect the latch inseparable. It was found that the magnet was not fully seated, so the latch inseparable was removed and replaced. The drawer was tested in hardware test application (hta), and preventative maintenance was conducted, including removal of debris from between the cubies. During inspection, damage was found on the bus cable due to chaffing against the drawer chassis. A replacement cable was retrieved and installed. Final testing was completed in hta, confirming the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.